Event description:
Complainant alleged that during set-up of the device prior being used on a pt, the device displayed a "poor pad contact" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.